Manufacturer narrative:
During investigation a reportable malfunction was found. The rear response button was non-functional. The cause for the defective response button was the rear response button was pulled out of j1005 cable. The root cause for the disconnected cable could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.